Event description:
It was reported by the customer's mother that the patient had a button error alarm on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer's mother found insulin pump under the customer asleep. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent act button due to flattened dome switch. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.